Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for two weeks and need new supplies because their insulin pump stopped working after fluid got into the insulin pump and transmitter. The patient's blood glucose level was unknown. The customer stated that there were no significant events that could have led to the issue. No further information was provided.